Manufacturer narrative:
The sample was plasma, collected in a 3ml greiner plasma tube with a gel separator and centrifuged for 10 minutes at 3500 rpm. System checks performed on (B)(6) 2011 and (B)(6) 2011 passed within specifications. Digoxin calibrations on (B)(6) 2011 and (B)(6) 2011 passed and were comparable with each other. Bec customer technical support (cts) set up a service request to evaluate instrument hardware. A field service engineer (fse) was dispatched on-site (B)(4) 2011 and performed a high sensitivity system check which passed within instrument specifications. Fse performed an incubator belt calibration which showed some fliers and replaced the incubator belt. Fse also replaced the ultrasonic pcb board due to a failing potentiometer. A definitive root cause could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a digoxin result above the therapeutic range for one patient generated by the access 2 immunoassay system. The patient sample intially recovered a result of 6.0 nmol/l (therapeutic range for digoxin: 1.3-2.6nmol/l). The lab technician questioned the result and did not report it out of the laboratory. The sample was spun and re-run on an insert cup and recovered a result of 1.02 nmol/l. The sample was then diluted 1:2 and re-run which gave a result of 0.84 nmol/l. No reports of death, injury, or change to patient treatment have been reported in connection with this event.